Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a wearable failure was reported. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be transmitter failure.